Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had image abnormality during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was chipped. Component failure of the distal end of the video telescope. Component failure the light guide bundle. Component failure of the universal cable. Insufficient light due to the universal cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most likely cause is that physical impacts and similar damage caused additional scratches and the large tension exerted on the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.